Event description:
Patient reported her blood glucose was 24.0 mmol/l (432 mg/dl) when she woke, and she noticed condensation in the cartridge compartment of the infusion device. She believes there was insulin leakage in the system. The infusion device was requested for evaluation. The cartridge, adapter, and infusion set were discarded and will not be returned. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. It is excluded that the pump produces condensation in the cartridge.